Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was in active treatment utilizing the liberty select cycler at the time of the event. It is unknown what phase and cycle the patient was in. The patient called their spouse into the bedroom and stated they were not feeling well. The patient was sitting on the edge of the bed and became quiet. The patient then became unresponsive. 911 was called. The 911 operator instructed the spouse to place the patient on the floor. Despite the patient being a do not resuscitate (dnr) order, the spouse began cardiopulmonary resuscitation (CPR). Emergency medical services (ems) arrived and continued to perform resuscitative efforts. Per the patient¿s spouse, they administered CPR and medications (unspecified). Resuscitation efforts were unsuccessful. The patient was pronounced deceased at home. No autopsy was completed. The patient was transported to the funeral home. The patient¿s cause of death is reportedly cardiac arrhythmia. The patient did have a history of unspecified cardiac arrhythmia. There was no reported issue with the patient¿s treatment, or the liberty select cycler in relation to the event. The last reported issues were drain complications which were subsequently found to be caused by severe constipation as a result of the patient being bedridden.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The reported cause of death was cardiac arrhythmia. Cardiac disease is the major cause of death, accounting for approximately 37 percent of all-cause mortality in patients receiving either hemodialysis or peritoneal dialysis with the largest specific cause attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). The patient reportedly had a history of unspecified cardiac arrhythmia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was in active treatment utilizing the liberty select cycler at the time of the event. It is unknown what phase and cycle the patient was in. The patient called their spouse into the bedroom and stated they were not feeling well. The patient was sitting on the edge of the bed and became quiet. The patient then became unresponsive. 911 was called. The 911 operator instructed the spouse to place the patient on the floor. Despite the patient being a do not resuscitate (dnr) order, the spouse began cardiopulmonary resuscitation (CPR). Emergency medical services (ems) arrived and continued to perform resuscitative efforts. Per the patient¿s spouse, they administered CPR and medications (unspecified). Resuscitation efforts were unsuccessful. The patient was pronounced deceased at home. No autopsy was completed. The patient was transported to the funeral home. The patient¿s cause of death is reportedly cardiac arrhythmia. The patient did have a history of unspecified cardiac arrhythmia. There was no reported issue with the patient¿s treatment, or the liberty select cycler in relation to the event. The last reported issues were drain complications which were subsequently found to be caused by severe constipation as a result of the patient being bedridden.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.